Event description:
Procedure type: abdominoplasty or panniculectomy. According to the reporter: allegedly, the area of dehiscence was about 17cm, centered right at midline and extended over both the suture and control sides. The pt allegedly experienced wound infection, some tissue necrosis (which was sharply debrided), some blood loss and other discharge, foul odor present, and positive for infection. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4).